Event description:
It was reported that during intra-aortic balloon (iab) the membrane ruptured and blood was seen in the balloon membrane. There was no alarm generated. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The video, provided by the customer, was examined and blood was seen dispelling from the patient's leg. The membrane appeared to be loosely folded. The product was returned with the membrane slightly folded no visible blood on the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported problem. The evaluation confirms that the video indicates a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4); record ID (B)(4).

Manufacturer narrative:
The video, provided by the customer, was examined and blood was seen dispelling from the patient's leg. The membrane appeared to be loosely folded. We are unable to confirm the reported problem. The video indicates that the reported leak, during insertion problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) the membrane ruptured and blood was seen in the balloon membrane. There was no alarm generated. The iab was replaced to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) the membrane ruptured and blood was seen in the balloon membrane. There was no alarm generated. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4); record ID (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) the membrane ruptured and blood was seen in the balloon membrane. There was no alarm generated. The iab was replaced to continue therapy. There was no reported injury to the patient.